Event description:
It was reported that post a stenting treatment procedure, the stent migrated. The patient was undergoing treatment for an 85% obstructed, cancerous tumor in the sigmoid flexure. Access was obtained via the anus. The 24x70/11fr wallstent endoprosthesis was advanced and during deployment, significant resistance was encountered. However, the stent was noted to be well positioned and well apposed. Post procedure approximately one hour, the stent was completely excreted. There were no additional patient complications reported and the patient's status is stable. The patient was discharged from the hospital after one week and will not be rescheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure, the stent migrated. The patient was undergoing treatment for an 85% obstructed, cancerous tumor in the sigmoid flexure. Access was obtained via the anus. The 24x70/11fr wallstent endoprosthesis was advanced and during deployment, significant resistance was encountered. However, the stent was noted to be well positioned and well apposed. Post procedure approximately one hour, the stent was completely excreted. There were no additional patient complications reported and the patient's status is stable. The patient was discharged from the hospital after one week and will not be rescheduled.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the stent was fully deployed. Some wires on the flared end were uncrossed and damaged. A kink was identified on the inner shaft of the stent delivery system approximately 15mm proximal to the distal tip. No other anomalies were noted with the delivery system. The radiopaque markerbands met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used in the sigmoid flexure and per the dfu, this device is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. (B)(4).